Event description:
Bone quality at the time of implant failure was type ii. Time of loss in relation to the implantation was 1 to 5 years after prosthetic restoration. Primary stability was achieved. Osseointegration was achieved. Augmentation procedure was not performed at the time of surgery.

Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.